Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 500mg/dl and a manual injection was administered to address the bg level. The customer changed out all of their supplies prior to calling tandem technical support therefore no troubleshooting was performed to determine the a possible cause of the occlusions.